Manufacturer narrative:
On 10/6/2015: added the event description. Upon receipt, the lead under complaint was found cut approx. 10 cm and 14 cm distal to the is-1 connector pin. All segments were received for analysis. It is reasonable to assume that the lead was cut in the course of the surgery. The visual inspection of the returned segments revealed that the distal part of the lead was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. Furthermore deformations of the outer conductor coil were observed. As the root cause of the observed damages, tensile forces applied during the explantation procedure should be taken into consideration. In summary, the lead was found cut upon receipt, which occurred most likely during the surgery. The analysis of the available lead segments did not reveal any indication of a material or manufacturing problem.

Event description:
This lead was explanted for an unknown reason. The patient's following physician and the hospital were contacted but they were not able to provide any more information.